Manufacturer narrative:
According to the information received, the patient was treated for a vascular occlusion. Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequelae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
Revance notified teoxane of an adverse event on (B)(6) 2023. A patient was injected on (B)(6) 2023 with 0.5ml of rha 3 in medial chin. The injection was done using the needle provided in the box. 1 days after injection, on (B)(6) 2023, the patient complained about pain and bruising on unspecified area. On (B)(6) 2023, the patient visited the injector and still complained about pain as well as worsening bruising. The injector treated the patient for vascular occlusion. The treatment administrated by the injector was the following: 5 vials of hyaluronidase (hylenex). Non-steroidal anti-inflammatory drug (aspirin). Antibiotic (ciprofloxacin). At the time the initial information was received, the patient was recovering. Despite reminders, no additional information could be retrieved regarding the complete resolution of symptoms. Thus, the case was closed as is.